Event description:
It was reported via email by the customer service specialist a 3300tfx-21mm valve was explanted due to left coronary ostia obstruction. No further information was provided.

Manufacturer narrative:
Patient: no code available for obstructed coronary ostia. Evaluation: method: device was not returned. Additional manufacturer narrative: several attempts were made to retrieve more information from customer. Without additional information regarding the patient, device, and procedure information, the root cause of the reported obstructed coronary ostia is not determined.

Manufacturer narrative:
The device was not returned for evaluation. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Overall, based on the information available, there is no indication a product quality deficiency during the manufacture of the device that may have contributed to this event. It is likely that patient factors contributed to the event.

Event description:
The received operative report states that the patient has symptomatic aortic stenosis. The native valve was fibrotic and calcified. There was no normal appearing tissue. The calcium continued into the ventricular wall in all areas. The leaflets were excised and calcium debrieded out of the wall. The 3300tfx was lowered in position however surgeon could not get it to seat under the left main. Therefore, decision was made to remove the valve and replaced with a smaller prosthetic valve. When this new valve wa sutured in, it was found that each of the coronary ostia were unobstructed. The patient tolerated the procedure well with no complications noted. The patient was transported to the surgical intensive care in stable condition.